Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed all the staples as designed with no difficulties noted. The reported incident could not be recreated. Comments: manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.

Event description:
During a thoracic lobectomy the tl90 was introduced within the chest cavity to transect the lingula of the lung. The stapler approximated tissue within the firing scale or range indicator. The instrument was fired and the staples did not form. The surgeon stated his concern that metastasis within the chest cavity occurred. Another stapler was opened and successfully fired. There was no consequence to the pt.